Event description:
Healthcare professional (hcp) reports a minicap falling off of the home patient's (hp) transfer set. Noted during use. The hp was treated prophylactically with keflex (dose unknown) and received a transfer set change. No patient injury per hcp.